Event description:
It was reported that the insulin squirted out and the insulin pump kept alarming during the manual prime. The caller also mentioned that device was stuck on the prime loop. The blood glucose reading was 105mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor tested okay.